Manufacturer narrative:
Batch review performed on 25 august 2015: (B)(4). On 31 jul 2015 it was confirmed that: the revision surgery is planned on (B)(6) 2015 and the intention is only to remove the insert dislocated. During primary surgery the surgeon did not use the implant screw. Implant will be available as soon as possible after revision surgery. On 07.aug.2015 it was confirmed that the revision was done on (B)(6) 2015 and completed successfully. On 26 aug 2015 the r&d director visually inspected the retrieved insert with the following analysis: the insert shows many traced lines on the bottom. The two posterior feet appear deformed and pressed. The medial anterior side of the insert shows an worn area. The clipping anterior lip has no sign of deformation or scratches. By unclipping a well fixed insert the anterior lip is always deformed and two evident signs appears on the anterior surface of the lip. This insert has never been correctly inserted and clipped in the tibial baseplate before the reported event. On 26 aug 2015 the medical affairs director further commented the case as following: from the explant analysis, it was concluded that the insert had not been fully clipped to the tibial baseplate. That is the root cause for the reoperation. The possible clinical consequences of a prosthesis having worked for an unknown time with a dislocated insert are not foreseeable.

Event description:
6 weeks after intervention patient came back to the surgeon with complaint of pain during flexion of the knee. After rx control and scan it is clear that the insert is luxated from the tibia baseplate. A revision surgery was planned for (B)(6) 2015.

Manufacturer narrative:
On 14 september 2015 we received the information about the patient (part a). On 12 october 2015 it was prepared a final report with the information already submitted in the initial report . On the same day the report was sent to the initial reporter and the case was closed.